Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connecters were reseated. The cine bridge was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system locked up and would not fluoro during a case. Also there is an intermittent cine error message. The system had to be rebooted and the procedure was completed. No patient injury was reported.